Event description:
My philips dream station CPAP was recalled in june and I didn't find out about it until my boss saw an article about it in (B)(6)--two months later! Meanwhile, I have been suffering from sinus issues of late that I could not explain. (B)(6) has sold me CPAP supplies in the past two months & never informed me of this recall. They are also slow to respond to get me a replacement CPAP machine and as of today, do not even answer they telephone. My physician advised to not use the machine, but I am struggling to sleep. FDA safety report ID# (B)(4).